Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned: reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 22-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 214, 203, 248 and 227 mg/dl. The customer stated her expected am fasting blood glucose test result range is 104-115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/29/2027 and per the customer the open vial date is 1 month. The meter memory was reviewed for previous test result history: result 1: 214 mg/dl, date: on (B)(6), time: 2:51am fasting. Result 2: 203 mg/dl, date: on (B)(6), time: 5:09pm unknown. Result 3: 248 mg/dl, date: on (B)(6), time: 10:45am fasting. Result 4: 227 mg/dl, date: on (B)(6), time: 10:43am fasting. Result 5: 107 mg/dl, date: on (B)(6), time: 9:37am fasting